Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor as inserted into the thigh, which is off-label usage of the device on (B)(6) 2021. On (B)(6) 2021, the patient's mother stated that the sensor was causing the patient discomfort. Upon removal of the sensor, the skin under the sensor patch was inflamed, swollen, and a ¿large pimple¿ was noted at the insertion/puncture site. Additionally, the patient developed itchiness, burning, a rash, redness, and drainage under the sensor patch. The patient was evaluated by a healthcare personnel (hcp) who prescribed an unspecified oral antibiotic and a topical ointment (fucidin). A barrier product (flomist) was used prior to inserting the sensor. No additional patient or event information is available.